Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 10/04/2024 11:21:21.000 10/09/2024 21:09:39.000. Low battery alert was found on: 10/04/2024 01:39:00.000 10/09/2024 20:22:00.000. Replace battery alert was found on: 10/04/2024 11:10:00.000 10/04/2024 11:20:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 05-jan-2025 at 4:40:00 pm. There was no power data available for the dates of 04-oct-2024 and 09-oct-2024. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/09/2024 20:22:00 faster than expected at 5.38 days. Battery cycle 2 received the lowbatteryalert (104) on 10/04/2024 01:39:00 faster than expected at 6.31 days. Battery cycle 3 received the lowbatteryalert (104) on 09/27/2024 18:16:19 after more than 7 days at 7.43 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 09-oct-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unexpected battery power loss and charge/battery lasts less than expected were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. However, unexpected battery power loss and charge/battery lasts less than expected were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of pump. The customer reported no adverse event. The event involved product(s) mmt-1715k. Low/short battery lifetime customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.